Event description:
New information notes on (B)(6) 2014 the patient was seen for a follow-up and high impedance was measured again. The patient would be followed-up in 3 to 6 months.

Event description:
It was reported that the pulse generator exhibited a lead impedance measurement anomaly. The patient will be seen for follow-up in six months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.